Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) batteries would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. Upon inspection of the hlm the fsr observed that the user facility had plugged in the unit overnight and the total nominal available capacity (tnac) was 18.00 amp hours (ah) which was within specification. The fsr replaced the batteries and completed release testing. The unit operated to the manufacturer's specification.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to meet the minimum voltage of 12.5 volts direct current (vdc) but failed to meet the minimum conductance of 375 siemens (s) upon arrival. The pst charged both batteries to a total nominal available capacity (tnac) 18.0000 amp hours (ah) successfully. The batteries were installed into lab use only (luo) testing equipment and shut down after 01:08:25 hours of discharge which met the specification for the discharge time for the batteries. It was determined that the batteries met specification. Per data log review: the system was used on 29jun2022 and battery capacity was full (15/16). The system was powered off and not powered up until 15jul2022. The battery capacity was adjusted to 12/16 based on how long it was powered off, this was normal. Most likely the battery icon and power manager light emitting diode (led) were red triggering the reported complaint. Battery backup was engaged and functioned correctly. The system was left powered on and the battery eventually was charged to full capacity (15/16). On 18jul2022 the system was run on battery twice and functioned correctly. Battery capacity remained at 15/16. The log showed all normal behavior and there was no indication of a battery issue. Most likely the red battery indication triggered the reported complaint, but does not indicate any battery issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.